Manufacturer narrative:
Other, other text: this MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were intact. Cracked housing was observed. Error1660 was found in pump event history log. The device was powered up and alarmed ec 1660 which is an issue with processor on the circuit board. The root cause of the reported issue unable to be determined. Actions were taken to mitigate the reported issue: replace circuit board.

Event description:
It was reported that the device was alarming error 1660. No patient injury was reported.

Manufacturer narrative:
One cadd legacy was returned for evaluation. Physical inspection of the pump found it to be in fair condition, with cracked housing. Upon power up, device alarmed ec 1660. The reported customer complaint was confirmed and the root cause was determined to the processor on the circuit board. As a result, this was replaced.

Event description:
Information was received that a smiths medical cadd legacy had a double beep no cassette error 1660, along with a screen damage. No patient injury.